Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Rite test failure the customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a ground bond failed performance specification.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the (B)(4) facility. The device was received operational, but the device failed the rite electrical ground bond test. The product analysis lab evaluated the device. There were no problems found during an internal inspection. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was unstable. The setscrew on the door post was tightened and the ground bus resistance measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.